Manufacturer narrative:
Multiple attempts were made for repair information, but no information was received. If repair information is received, this complaint will be reopened and re-evaluated accordingly.

Manufacturer narrative:
Date of event: (B)(6) 2021. Date of report: 04mar2021.

Event description:
The customer reported defective power management board and blower assembly. The customer contacted product support and requested for service repair. The customer reported that the unit was not in use on a patient. The issue was discovered in the biomed shop.